Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not release" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. The device, on second firing, would not release when the release button was pushed. After several minutes of manipulating the device, it released from the tissue. The staple line and cut line were fine. A second device was opened to complete the case. There was no consequence to the pt.